Event description:
Implant card was received indicating patient had full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was reported high impedance was observed with the patient's vns. Additional relevant information has not been received to-date. No known surgery has occurred to-date.